Event description:
(B)(4). It was reported that in (B)(6) of 2008 the patient was enrolled. The target lesion was a type ii lesion in the left carotid artery with a 6mm reference vessel diameter and a 13mm lesion length. Pre-procedure there was 70% stenosis as measured by nascet. There was no thrombus present, no ulceration, no dissection and no pseudo-aneurysm present. There was no calcium present and no target vessel tortuosity. The carotid wallstent monorail 9 x 30mm stent was implanted. The filterwire ex (190 cm) was used for cerebral protection. Pta was performed using the maverick2 balloon dilatation catheter. No perioperative events occurred. There was successful placement of the stent at the intended site and successful use of the cerebral protection device. The procedure was technically successful and residual stenosis was 0-29%. The post-procedure assessment documented a patent carotid stent with 0% residual stenosis. The patient presented as symptomatic. The patient experienced right facial and arm paresthesia less than 24 hours after the procedure. The one-month patient follow up examination in (B)(6) of 2008 documented that the carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. No complications or adverse events were noted since the last visit. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.